Event description:
It was reported that a pyrenees fixed drill guide was not able to hold the plate. There were no adverse consequences to the patient. The procedure was completed successfully with a seven minute surgical delay.

Manufacturer narrative:
The returned device was evaluated. No visual abnormalities were identified. Functional inspection revealed that the proximal knob and main body was loose/ not stable. Device history records were reviewed for this lot and no relevant manufacturing issues were identified. Complaint history was reviewed and no similar complaints involving this lot were identified. As the instrument has been in the field for over four years, repeated use over the lifetime of the instrument likely contributed to the observed issue.

Event description:
It was reported that a pyrenees fixed drill guide was not able to hold the plate. There were no adverse consequences to the patient. The procedure was completed successfully with a seven minute surgical delay.